Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and endometritis ('chronic endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included degenerative disc disease, delayed period, neck pain, pain in arm, pap smear abnormal, menses irregular, hot flashes, tingling, insomnia, constipation chronic, vaginal discharge, stress incontinence, female, dizzy, eye movement disorder, lightheadedness, nausea, anxiety, sweaty, clammy, stress, mood altered, feeling hot, gerd and fatigue. Previously administered products included for an unreported indication: gabapentin, neurontin, prozac, flagyl, ibuprofen, motrin and xanax. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced amnesia ("neurological conditions or problems type: memory loss,") and was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), acne ("rashes or skin conditions type: acne"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and pruritus ("itching"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), hot flush ("hormonal changes describe:hot flashes"), night sweats ("hormonal changes describe:night sweats"), hypersensitivity ("allergic or hypersensitivity reaction"), depression ("depression"), anxiety ("anxiety"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), abdominal distension ("bloating"), abdominal discomfort ("abdominal discomfort") and back pain ("lower back pain"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, endometritis, vaginal haemorrhage, anaemia, weight increased, abdominal pain, hot flush, night sweats, hypersensitivity, depression, anxiety, pruritus, allergy to metals, fatigue, abdominal distension, abdominal discomfort and back pain outcome was unknown and the pelvic pain, acne, amnesia, dysmenorrhoea, dyspareunia, alopecia and abdominal pain lower had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, amnesia, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, hot flush, hypersensitivity, menorrhagia, night sweats, pelvic pain, pruritus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abnormal bleeding (vaginal, menorrhagia), acne, anemia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs received. Events added: hot flashes, night sweats, allergic or hypersensitivity reaction, depression, anxiety, itching, nickel allergy, lower back pain, fatigue, bloating and abdominal discomfort. Concomitant drug was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and endometritis ('chronic endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included degenerative disc disease, delayed period, neck pain, pain in arm, pap smear abnormal, menses irregular, hot flashes, tingling, insomnia, constipation chronic, vaginal discharge, stress incontinence, female, dizzy, eye movement disorder, lightheadedness, nausea, anxiety, sweaty, clammy, stress, mood altered, feeling hot, gerd and fatigue. Previously administered products included for an unreported indication: gabapentin, neurontin, prozac, flagyl, ibuprofen, motrin and xanax. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced amnesia ("neurological conditions or problems type: memory loss,") and was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), acne ("rashes or skin conditions type: acne"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, endometritis, vaginal haemorrhage, anaemia, weight increased and abdominal pain outcome was unknown and the pelvic pain, acne, amnesia, dysmenorrhoea, dyspareunia, alopecia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, amnesia, anaemia, dysmenorrhoea, dyspareunia, endometritis, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abnormal bleeding (vaginal, menorrhagia), acne, anemia, dysmenorrhea, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: pfs and mr received : new events, "abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: acne, blood or heart disorder/condition type: anemia, neurological conditions or problems type: memory loss, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain / loss specify which one: weight gain, hair loss" were added. Outcome of events, "acne, hair loss, dyspareunia, memory loss, pain, dysmenorrhea" were changed to "recovered/resolved". New reporter contact information was added. Patient's information was updated. Patient's demographics were added. Product information was added. Onset dates of events were added. Lab data was added. Medical history and historical drugs were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.